Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an unspecified low readings issue with the freestyle libre sensor. The caregiver reported that the sensor gave low readings while feeding his son sweet food. The customer had no symptoms, but was hospitalized after contact with a healthcare professional due to high hba1c levels. The customer was treated with insulin. Subsequent sensor scan readings of 40 mg/dl and 72 mg/dl where taken, as compared to healthcare meter readings of 120 mg/dl and 170 mg/dl. There was no report of death or permanent injury associated with this event.